Event description:
It was reported that an ilet user received repeated ¿unable to proceed¿ occlusion alerts during a cartridge change after a supply change, and the device continued to present the alert after removal of supplies, restart, and attempted rewind; blood glucose at the time was 369 mg/dl, and the user transitioned to backup subcutaneous insulin injections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an insulin occlusion or consecutive stalled motor condition. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.